Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during routine self-check before the procedure, it was found that the power parameter adjustment failed, which prevented the procedure from being carried out normally. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a routine self-check prior to the procedure, it was found that the power parameter adjustment failed which prevented the procedure from being carried out normally. The procedure was not completed due to this event. Additional information received stated that the patient had another procedure to complete the treatment with another console at another time. This event is being reported for the original procedure being aborted/canceled with a patient under anesthesia/sedation unknown.